Event description:
It was reported from (B)(6) that a patient experienced battery switching. The controller and batteries were exchanged with no reported consequence or impact to the patient. The devices were exchanged from facility stock. No additional information was provided.

Manufacturer narrative:
Stated from complaint: logs confirmed power up at (B)(6) at 7am, switching. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. *this is one of three reports ((B)(4)) submitted for devices related to the same event.

Manufacturer narrative:
Stated from complaint: logs confirmed power up at (B)(4) at 7am, switching. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however the event could not be replicated at the bench level. An internal investigation has been opened to evaluate these types of issues. This is one of three reports (3007042319-2015-01560, 01561 and 01562) submitted for devices related to the same event. No additional information will be forthcoming